Event description:
It was reported that device detachment requiring intervention occurred. A 3.50mm x 12mm nc emerge balloon catheter was advanced for dilation. However, the balloon came off of the delivery system. A synergy xd stent was implanted to trap the balloon which was left inside the patient's body. The procedure was completed successfully. The following day, the patient experienced additional symptoms and another left catheterization (lhc) was performed. It was confirmed that the patient had good blood flow and no additional intervention was needed. The patient fully recovered.